Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Consequently, the physician decided to explant the device. At this time, evidence suggests that no request was made to have data from this device analyzed prior to the explant procedure in order to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Consequently, the physician decided to explant the device. At this time, evidence suggests that no request was made to have data from this device analyzed prior to the explant procedure in order to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device is expected to return for analysis. Several requests were made asking for product return information, but no response was received.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Consequently, the physician decided to explant the device. At this time, evidence suggests that no request was made to have data from this device analyzed prior to the explant procedure in order to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device is expected to return for analysis. Several requests were made asking for product return information, but no response was received. The device was retained by the facility.